Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins moves around a in the pocket. The patient indicated their health care provider said it was normal. No symptoms reported at this time. No further complications reported and/or anticipated at this time.